Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guidewire and product lidstock for analysis. No definite signs of use were observed on the guide wire. Visual analysis revealed that the guide wire was unraveled from the distal end. Multiple major kinks and bends were also observed across the guidewire body. The distal j-bend appeared intact but misshapen. Microscopic examination confirmed the damage and revealed that core wire had separated directly adjacent to the distal weld. The distal weld was still attached to the coil wire. The major kinks in the guide wire body were measured at 96mm, 274mm, and 311mm from the proximal weld. The broken core wire measured 685mm in length which is within the specification of 678mm-688mm per guide wire product drawing. The outside diameter of the guide wire measured 0.850mm which is within the outer diameter specification of 0.838-0.877mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage on the returned guide wire. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The IFU also states, "although the incidence of spring wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. Despite this, the guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.